Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge was leaking. Reportedly, the customer believed the cartridge bag burst resulting in the leak. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.